Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as an adverse event. Pt mentioned that their meter gave an error 2 message and they were unable to obtain a blood glucose reading. They rested and meter still displayed the error 2 message. Pt did not experience any symptoms at the time and then gave themselves insulin after attempting to use the meter. Pt contacted emergency services and was tested on their meter (brand unk) and obtained a 22mg/dl. There was a 10-15 minutes differnece between the two readings. Pt was treated with IV glucose. The technique of applying the blood on the test strip was proper. Ccr had pt use the same vial of strips and obtained the error 2 message. Ccr then had pt open a new vial of test strips and meter worked properly. Ccr is replacing supplies for the pt. Based on the info provided, this case is an adverse event, since pt suffered a serious injury after being unsuccessful in obtaining a glucose reading.